Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 3+ functional tricuspid regurgitation (tr), tethered leaflets, and an enlarged atrium for a triclip procedure. One triclip xtw was implanted in the central part of the valve. The tr reduction was from grade 3+ to 1+. In (B)(6) during a follow-up visit, a single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet and tr increased from grade 1+ to 4+. On (B)(6)2024 a second triclip procedure was performed to attempt to stabilize the slda clip and reduce the tr. First, one triclip xtw was placed in the commissural part of a/s leaflets in order to stabilize the movement of the slda clip. Then a triclip xt was placed on the posterior part of the valve (p/s) to reduce the tr. The final result was very good. Final tr was grade 1+. On (B)(6)2024 during follow-up transthoracic echocardiogram, the triclip xt was detached from the septal leaflet but stable, and the tr was increased to grade 2+. Per the physician, both sldas were due to leaflet tethering, and an enlarged right atrium impacted the coaptation gap for the first slda.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on information provided and per the physician the reported slda appears to be related to a leaflet tethering and an enlarged right atrium impacting the coaptation gap and is therefore, related to patient conditions. Tricuspid regurgitation appears to be due to the slda. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.